Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) a2. Range of age: (21-79) years. B3: event that occurred between jan 1, 2007, and dec 31, 2019 d6a: implant date between (B)(6) 2007, and (B)(6) 2019. G2: report source turkey. ''Literature: is step-cut shortening osteotomy a better choice than transverse osteotomy for total hip arthroplasty for crowe type iii-IV hip dysplasia? N. Turgut; m. Erdem; a. Can erdem; l. Bayam; s. Batar; n. Saglam; d. Gülabi. Orthopaedics & traumatology: surgery & research. Pages (1-11).2024. Https://doi.org/10.1016/j.otsr.2024.103883.'' The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 14-mar-2025, a retrospective journal article was retrieved from orthopaedics & traumatology: surgery & research (2024) that reported a study from turkey. The purpose of the study was to demonstrate whether transverse or step-cut osteotomy is superior in hips who undergo arthroplasty for high riding hip dysplasia. The study reviewed the challenges and complications encountered during 99 hips/90 patients (9 bilateral/81 unilateral) (50 right/49 left), cementless total hip arthroplasties combined with transverse or step-cut shortening osteotomies performed for crowe iii (16) and IV (83) dysplastic hips. The surgeries were performed between 2007-2019 using a posterolateral approach in 43 surgeries and a direct lateral hardinge approach in 56 surgeries. A percutaneous adductor tenotomy was performed to release excessive adductor contracture in 21 cases prior to positioning the patient in the lateral decubitus position and an iliopsoas tenotomy was added in 11 cases. Dr. Deniz gulabi performed the transverse osteotomies while dr. Mehmet erdem and dr. Necdet saglam performed step-cut osteotomies. Step-cut osteotomy was performed in 64 hips (35 cdh stem, 29 wagner cone stem), transverse in 35 hips (22 cdh, 13 wagner cone). All femoral stems were cementless, and two types of femoral stems were applied based on the surgeon¿s experience and preference: (I) proximal fixation straight cdh stems (57) (congenital dysplastic hip) and (ii) diaphyseal fixation cylindrical wagner cone prosthesis tm stems (42). All acetabulums were implanted using trilogy it acetabular shell and were installed in the true acetabulum with the support of augmentation screws. Acetabular cup size was a mean of 46 mm and head size was mostly 28 and 32 mm. The bilateral hip surgeries were staged with at least three months interval between. The study population had a mean age of 48.8 years at time of surgery (range, 21-79 years); (11 males/79 females). Follow-up was a minimum of two years and was conducted with a mean length of follow-up for 64.3 months (range, 24-192 months). It was reported in a journal article that a patient underwent a total hip arthroplasty using step-cut osteotomy. Subsequently, two months post-operative, experienced a vancouver b femoral shaft periprosthetic fracture and an additional procedure was performed using a plating and strut aullograft. Due diligence is in process and no further information on the reported event has been provided.